Manufacturer narrative:
(Added concomitant devices to event description). Product investigation summary: two (2) 1.5mm threaded drill guides (part: 323.034, lots: 3089089 and 3338683) were received intact with no obvious functional damage. Upon closer inspection, the distal threads exhibited gouges and markings inconsistent with their recommended usages. One (1) possible cause could have been that the drill guides were dropped. The laser marking is legible, but it is beginning to show signs of corrosion/rust as well as fading. The drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. The exact cause of the complaint condition is unknown. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed due to the damage to the distal threads. The threaded drill guides are part of the modular mini fragment lcp system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Proper use and maintenance for the device(s) are addressed in technique guide for the modular mini fragment set. Three (3) different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. A functional test was performed with part 247.360 (lot 8488857); both devices were able to screw into multiple holes of the conforming plate. A review of the relevant drawing was conducted. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The exact cause of the damaged threads is unknown, but it is likely due to wear from repeated use coupled with unintentional damage sustained during sterile processing. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design related issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Corrected data: date of event: ¿unknown¿ was reported in the initial medwatch in error. The date of event (which appeared in the applicable field on the initial report) was (B)(6) 2016. Reporter last name is not available for reporting. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical device(s) reported: 2.0mm locking compression plate (part: 247.347 / lot: 9120334 / quantity: 1), 2.0mm locking screw (part: 201.880 / lot: unknown / quantity: 3), and 2.0mm locking screw (part: 201.878 / lot: unknown / quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial metacarpal fusion surgery on (B)(6) 2016, while attempting to place screws into a 2.0mm plate, two separate locking guides would not hold correctly and were cross-threading. Upon inspection, there appeared to be an interruption of the threads of both guides. The surgery was completed using the guides while they were held in place by hand and drilled through; the screws did lock into the plate. There was no adverse effect to the patient and the surgery was completed successfully. There was an approximate three minute surgical delay due to the reported event. This report is 2 of 2 for com-(B)(4).